Event description:
It was reported that 2 bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "dirty shield x2."

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm on the shield with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Additional 510k number: bk050036. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "dirty shield x2."